Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, rewind, off no power test and basic occlusion test. Device was unable to prime during prime test due to moisture damage on the force sensor resistor. Radiofrequency self-test failed alarm noted during self-test due to faulty radiofrequency board. Unable to perform occlusion test, prime test, and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency motor failed test. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the alarm and the possible causes. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.